Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with loss of capture on the right atrial lead. It was noted that the lead had dislodged. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Event description:
New information received on (B)(4) 2019, indicates that the lead also exhibited high pacing threshold.